Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not retract and the trocar hit the aorta. The procedure was converted to a laparotomy and the patient received 3 units of blood transfusion. The surgeon repaired the aorta with suture. The patient's current status is satisfactory.